Event description:
On 7/6/98 dr performed a percutaneous transluminal coronary angioplasty and stent placement in the left anterior descending and right coronary artery without complications. At 12:40 pm nursing found the arterial sheath connected to a stopcock had snapped off in two pieces. No bleeding was detected.